Manufacturer narrative:
The user facility returned the device to olympus for evaluation. The evaluation noted two breaking points on the bending section skeleton and the internal elements were exposed. The first breaking point was at the distal end measuring 4mm from the bending section cover glue. The second breaking point was at the proximal end of the bending section measuring 6 mm from the bending section cover glue. The angulation wires were severely kinked and some of the angulation wires supporters were lifted. There was a sharp edge of the broken bending section curling up or outward. A microscopic inspection was performed and found evidence of excessive force applied at the proximal end of the bending section skeleton and the entire length of the insertion tube. The most likely cause of the reported event can be attributed to the patient¿s anatomy, and user handling. The instruction manual warns users ¿if significant resistance is felt during insertion due to an anatomical reason, do not insert or withdraw the endoscope with excessive force. Otherwise, ureter injury, bleeding, and/or perforation may occur.¿

Event description:
Olympus was informed that during a therapeutic ureteroscopy procedure, while angulating the scope to locate a stone before using laser fiber treatment, the bending section of the scope became crimped making it difficult to remove. The patient required open surgery to retrieve the scope. It was reported that one of the patient's kidneys was much lower than the other and due to the abnormal anatomy; the physician had to make two different cuts to the device to safely remove it. The intended procedure was completed. The patient is reportedly doing well.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fgb.

Manufacturer narrative:
This supplemental report is being submitted to report additional information obtain from literature. On january 9, 2019 olympus received an article titled ¿retained digital flexible ureteroscopes.¿ the article provided additional information regarding two previously reported events in which the ureteroscopes reportedly became stuck in two patients during the procedures. According to the article, as part of the follow up care the patient referenced in case 2 underwent a postoperative kidney, ureter and bladder radiography which did not identify any residual stone or ureteroscope fragments. The patient was discharged 4 days postoperative following a drain removal. The patient's urethral catheter and stent were removed at 1 and 4 weeks postoperatively. In addition, (case 1) the (B)(6) year-old patient underwent a CT scan, kidney, ureter and bladder radiography postoperatively on day 1 which confirmed the appropriate stent position, with no retained fragments. The patient was administered antibiotics for 2 weeks, and the stent was removed 6 weeks postoperatively. This patient also underwent an intravenous pyelography at 3 months postoperative and demonstrated normal contrast excretion bilaterally with no evidence of hydronephrosis, stricture formation, or ureteral deformity. The initial medical device reported pertaining to the patient mentioned in case 1 was submitted in the olympus legacy database. Please reference MFR. Report number 2951238-2015-00346..